Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No excessive no delivery alarm noted during testing. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced high blood glucose and ketones. The customer's blood glucose was around 500 mg/dl at the time of incident. The customer stated that they received a no delivery alarm. The customer stated that the insulin did not exit during the manual prime. The customer stated that the insulin pump alarmed no delivery during manual prime. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.